Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Results: visual inspection of the returned product found the lens optic torn, with a piece torn off and missing. One haptic was bent. The lens was returned in liquid. Conclusions: bases on the complaint history and the evaluation of the returned product, a likely root cause of the event has been determined to be due to the off-label use of the injection system with this model lens. (B)(4).

Event description:
The reporter stated the surgeon inserted a (B)(4) collamer aspheric three piece lens and the haptic tore. There was patient contact but no injury. The reporter stated the facility uses a competitor's injection system with this model lens which is off-label use.